Manufacturer narrative:
This supplementary report is being submitted to correct an error. The box -required intervention to prevent permanent impairment/damage - was checked in error. The clinician did not indicate that there was any impact to the patient.

Event description:
This supplementary report is being submitted to correct an error. The box -required intervention to prevent permanent impairment/damage - was checked in error. The clinician did not indicate that there was any impact to the patient.

Manufacturer narrative:
The customer did not indicate any impact to the patient. The patient in this complaint had an indication that they partially took their measurements, however, the measurements are recorded in the clinical user interface. Engineering investigated this issue remotely through code review and patient data; and determined that it is associated with a software defect. The issue occurs with the following steps: the clinician only saves the active patient's calendar 1 time; and the patient does not submit a measurement; the device attempts to generate an adherence flag. The software defect occurs. Two issues happen as a result of the software error: no adherence flag is generated for that day; and no task is generated 14 days later. The reported issue is associated with the bad task generation. Tasks that were corrupted (due to the software defect) are being pushed forward in time in this bad state and creating duplicates. One of the duplicated tasks appears to be correct and one of them is corrupted. The measurements which are coming across are being associated with the corrupted task. Since some of the measurements are associated with this corrupted task and some of them are associated with non-corrupted tasks, as a result, ecc is indicating partial measurements or no measurements. A correction to the defect has been completed and is being implemented with customers.

Event description:
Customer reported that some patients don't show an accurate status in the device. Ecc will show they have taken some measurements or it may show that they did no measurements when in fact they did them all. The patient in this complaint had an indication that they partially took their measurements, however, the measurements are recorded in the clinical user interface. The customer did not indicate any impact to the patient.